Event description:
It was reported that a patient arrived to the emergency department with a cerebral bleed and hypokalemia (2.2mmol/l).the nurse initiated a potassium infusion ( 20 meq/100ml) via peripheral IV, and programmed at a rate of 50ml/hr. For 2 hrs. The flow was observed from the drip chamber for a few minutes prior to leaving the patient. Approximately 10 minutes later, half (25ml) of the infusion had infused, and the patient complained of burning to his arm and noticed the drug rapidly dripping from the drip chamber. The infusion was quickly stopped, and the devices were sequestered. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "potassium 20 meq /100 ml - infuse at 10 meq/hr ordered pump was programmed correctly and tubing was properly inserted in pump by rn pump gave medication too fast it was 20 meq in 100 ml pump gave approx 5 meq in 10 mins, despite being programmed to run in over 2 hours."

Manufacturer narrative:
The customer¿s reported complaint of an over infusion of potassium was not confirmed during the investigation while testing the source device and returned tubing set. ¿ based on the logs, the reported incident occurred between 6:43 pm ¿ 6:54 pm on 07 jun 2019. An infusion of 100mls of potassium was programmed at a rate of 50ml/h and stopped prematurely after approximately 10 minutes. The total volume infused was recorded at 9.216mls. ¿ test results confirmed the unit passing a timed rate accuracy test utilizing customer¿s returned pcu, the incident programmed parameters and the returned incident administration set. Results demonstrated the device was in specification and operating as intended. Although the silicone segment was found to be marginally out of specifications, it is not believed that this contributed to the reported event. The root cause of the customer¿s experience with an over infusion was not definitively identified during the investigation.

Event description:
It was reported that a patient arrived to the emergency department with a cerebral bleed and hypokalemia (2.2mmol/l).the nurse initiated a potassium infusion ( 20 meq/100ml) via peripheral IV, and programmed at a rate of 50ml/hr. For 2 hrs. The flow was observed from the drip chamber for a few minutes prior to leaving the patient. Approximately 10 minutes later, half (25ml) of the infusion had infused, and the patient complained of burning to his arm and noticed the drug rapidly dripping from the drip chamber. The infusion was quickly stopped, and the devices were sequestered.

Manufacturer narrative:
The customer¿s reported complaint of an over infusion of potassium was not confirmed during the investigation while testing the source device and returned tubing set. ¿ based on the logs, the reported incident occurred between 6:43 pm ¿ 6:54 pm on (B)(6) 2019. An infusion of 100mls of potassium was programmed at a rate of 50ml/h and stopped prematurely after approximately 10 minutes. The total volume infused was recorded at 9.216mls. ¿ test results confirmed the unit passing a timed rate accuracy test utilizing customer¿s returned pcu, the incident programmed parameters and the returned incident administration set. Results demonstrated the device was in specification and operating as intended. Although the silicone segment was found to be marginally out of specifications, it is not believed that this contributed to the reported event. The root cause of the customer¿s experience with an over infusion was not definitively identified during the investigation.

Event description:
It was reported that a patient arrived to the emergency department with a cerebral bleed and hypokalemia (2.2mmol/l).the nurse initiated a potassium infusion ( 20 meq/100ml) via peripheral IV, and programmed at a rate of 50ml/hr. For 2 hrs. The flow was observed from the drip chamber for a few minutes prior to leaving the patient. Approximately 10 minutes later, half (25ml) of the infusion had infused, and the patient complained of burning to his arm and noticed the drug rapidly dripping from the drip chamber. The infusion was quickly stopped, and the devices were sequestered. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "potassium 20 meq /100 ml - infuse at 10 meq/hr ordered pump was programmed correctly and tubing was properly inserted in pump by rn pump gave medication too fast it was 20 meq in 100 ml pump gave approx 5 meq in 10 mins, despite being programmed to run in over 2 hours."

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Cerebral bleed.

Event description:
It was reported that a patient arrived to ed with a cerebral bleed and hypokalemia (2.2mmol/l).the rn initiated a potassium infusion ( 20 meq/100ml) programmed at a rate of 50ml/hr. For 2 hrs., observed the flow from the drip chamber for a few minutes prior to leaving the patient. Approximately 10 mins later, the patient complained of burning to his arm and noticed the drug rapidly dripping from the drip chamber. The infusion was quickly stopped, devices sequestered.